Event description:
It was reported that the bladder of five (5) small volume intermates ruptured. The bladder rupture occurred while filling the devices prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from january 12, 2021 - january 13, 2021. H10: five (5) actual samples were received for evaluation. A visual inspection was performed using the naked eye which found the bladders had been ruptured. The ruptured bladders were examined for signs of abnormality that may have potentially caused the rupture condition. No signs of abnormality were found. The reported condition was verified in all samples. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.